Manufacturer narrative:
Additional dosage regimens: suspect product : #4 vitamin c regimen # 2, dose, frequency & route used: 600 mg, qd, therapy dates: ongoing, lot#:, exp. Date:. Suspect product : #16 dexamethasone regimen # 2, dose, frequency & route used: 2 df, unk, therapy dates: ongoing ,lot#:, exp. Date. Suspect product : #20 vitamin b 12 regimen # 2, dose, frequency & route used: 1000 iu, qd, oral, therapy dates: ongoing, lot#:, exp. Date. Argus case (B)(4).

Event description:
Cerebrovascular accident [cerebrovascular accident]. Case description: this case was reported by a pharmacist via regulatory authority and described the occurrence of cerebrovascular accident in a (B)(6) male patient who received acetylsalicylic acid unknown for product used for unknown indication. Co-suspect products included caffeine unknown for product used for unknown indication, chlorpheniramine maleate unknown for product used for unknown indication, ascorbic acid (vitamin c) unknown for product used for unknown indication, purified water, hypertonic sea water (otrivin saline hypertonic nasal spray) nasal spray for product used for unknown indication, calcium carbonate unknown for gastrointestinal disorder, calcium salt (calcium) unknown for product used for unknown indication, clotrimazole unknown for scrotal swelling, pantoprazole unknown for product used for unknown indication, thyroxine sodium (eltroxin) tablet for product used for unknown indication, methylephedrine hydrochloride unknown for product used for unknown indication, riboflavin unknown for product used for unknown indication, zinc unknown for drug use for unknown indication, dexamethasone for product used for unknown indication, epoetin alfa unknown for product used for unknown indication, fludrocortisone acetate unknown for product used for unknown indication, fluorine sodium salt + xylitol for product used for unknown indication, colesevelam hydrochloride (lodalis) film-coated tablet for product used for unknown indication, loperamide hydrochloride/simethicone unknown for diarrhea, mesalazine (midodrine (mesalazine)) for product used for unknown indication, plantago psyllium (plantago afra) unknown for product used for unknown indication, lenalidomide (revlimid) capsule for plasma cell myeloma, cyanocobalamin (vitamin b 12) capsule for product used for unknown indication and colecalciferol (vitamin d3) capsule for product used for unknown indication. On an unknown date, the patient started acetylsalicylic acid 81 mg once daily (81 mg daily), caffeine 81 mg once daily (81 mg daily), chlorpheniramine maleate 81 mg once daily (81 mg daily), vitamin c 81 mg once daily (81 mg daily), otrivin saline hypertonic nasal spray 3 dosage form(s) 3 times daily (9 dosage form(s) daily), calcium carbonate at an unknown dose and frequency, calcium 600 mg once daily (600 mg daily), clotrimazole at an unknown dose and frequency, pantoprazole (oral) 40 mg once daily (40 mg daily), eltroxin (oral) at an unknown dose and frequency, methylephedrine hydrochloride 81 mg once daily (81 mg daily), riboflavin 81 mg once daily (81 mg daily), zinc 600 mg once daily (600 mg daily), dexamethasone 4 mg at an unknown frequency, epoetin alfa at an unknown dose and frequency, fludrocortisone acetate 1 mg once daily (1 mg daily), fluorine sodium salt + xylitol at an unknown dose and frequency, lodalis 625 mg once daily (625 mg daily), loperamide hydrochloride/simethicone at an unknown dose and frequency, midodrine (mesalazine) .5 mg once daily (.5 mg daily), plantago afra at an unknown dose and frequency, revlimid (oral) 10 mg once daily (10 mg daily), vitamin b 12 (oral) 1 dosage form(s) once daily (1 dosage form(s) daily) and vitamin d3 (oral) 1000 iu once daily (1000 iu daily). On an unknown date, an unknown time after starting acetylsalicylic acid, caffeine, chlorpheniramine maleate, vitamin c, otrivin saline hypertonic nasal spray, calcium carbonate, calcium, clotrimazole, pantoprazole and eltroxin, the patient experienced cerebrovascular accident (serious criteria hospitalization, gsk medically significant, life threatening and other: serious as per reporter). The action taken with acetylsalicylic acid was unknown. The action taken with caffeine was unknown. The action taken with chlorpheniramine maleate was unknown. The action taken with vitamin c was unknown. The action taken with otrivin saline hypertonic nasal spray was unknown. The action taken with calcium carbonate was unknown. The action taken with calcium was unknown. The action taken with clotrimazole was unknown. The action taken with pantoprazole was unknown. The action taken with eltroxin was unknown. The action taken with methylephedrine hydrochloride was unknown. The action taken with riboflavin was unknown. The action taken with zinc was unknown. The action taken with dexamethasone was unknown. The action taken with epoetin alfa was unknown. The action taken with fludrocortisone acetate was unknown. The action taken with fluorine sodium salt + xylitol was unknown. The action taken with lodalis was unknown. The action taken with loperamide hydrochloride/simethicone was unknown. The action taken with midodrine (mesalazine) was unknown. The action taken with plantago afra was unknown. The action taken with revlimid was unknown. The action taken with vitamin b 12 was unknown. The action taken with vitamin d3 was unknown. On an unknown date, the outcome of the cerebrovascular accident was not recovered/not resolved. It was unknown if the reporter considered the cerebrovascular accident to be related to acetylsalicylic acid, caffeine, chlorpheniramine maleate, vitamin c, otrivin saline hypertonic nasal spray, calcium carbonate, calcium, clotrimazole, pantoprazole and eltroxin. Additional details: on an unknown date, the patient started herbals homeopathic 81 mg once daily (81 mg daily) and vitamin nos. The action taken with herbals homeopathic and vitamin nos was unknown. It was unknown if the reporter considered the cerebrovascular accident to be related to methylephedrine hydrochloride, riboflavin, zinc, dexamethasone, epoetin alfa, fludrocortisone acetate, fluorine + xylitol, lodalis, loperamide hydrochloride/simethicone, midodrine, plantago afra, revlimid, vitamin b 12, vitamin d3, herbals homeopathic and vitamin nos. Follow up information was received on 10 sep 2019: co-suspect products included clotrimazole unknown for scrotal swelling, pantoprazole unknown for product used for unknown indication, thyroxine sodium (eltroxin) tablet for product used for unknown indication, hydrocortisone acetate unknown for scrotal swelling, glycerin (biotene unknown) unknown for product used for unknown indication, thyroxine sodium (levothyroxine) unknown for drug use for unknown indication, simethicone unknown for diarrhoea, methylephedrine hydrochloride unknown for product used for unknown indication, riboflavin unknown for product used for unknown indication, lenalidomide (revlimid) capsule for plasma cell myeloma, hyaluronate sodium for product used for unknown indication, fludrocortisone acetate (florinef) tablet for product used for unknown indication and epoetin alfa (eprex) for product used for unknown indication. On an unknown date, the dose was changed to 600 mg once daily (600 mg daily). On an unknown date, the patient started hydrocortisone acetate 2 dosage form(s) weekly, biotene unknown (oral) 2 dosage form(s) at an unknown frequency, levothyroxine (oral) 112 mg at an unknown frequency, simethicone 120 mg 3 times daily (360 mg daily), dexamethasone 4 mg at an unknown frequency. On an unknown date, the dose was changed to 2 dosage form(s) at an unknown frequency. On an unknown date, the patient started vitamin b 12 (oral) 1 dosage form(s) once daily (1 dosage form(s) daily). On an unknown date, the dose was changed to 1000 iu once daily (1000 iu daily). On an unknown date, the patient started vitamin d3 (oral) 1000 iu once daily (1000 iu daily), hyaluronate sodium (ophthalmic) 3 drop(s) once daily (3 drop(s) daily), florinef (oral) .1 mg once daily (.1 mg daily) and eprex at an unknown dose and frequency. On an unknown date, an unknown time after starting hydrocortisone acetate, biotene unknown, levothyroxine and simethicone, the patient experienced cerebrovascular accident (serious criteria hospitalization, gsk medically significant, life threatening and other: serious as per reporter). The action taken with eltroxin was unknown. The action taken with biotene unknown was unknown. The action taken with levothyroxine was unknown. The action taken with simethicone was unknown. The action taken with hyaluronate sodium was unknown. The action taken with florinef was unknown. The action taken with eprex was unknown. On an unknown date, the outcome of the cerebrovascular accident was not recovered/not resolved. It was unknown if the reporter considered the cerebrovascular accident to be related to hydrocortisone acetate, biotene unknown, levothyroxine, simethicone, biotene, florinef, eprex, revlimid, dexamethasone, hyaluronate sodium, methylephedrine hydrochloride.